Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Visual analysis of the device revealed that corewire was broken at 31.3 cm from the tip. In addition, ptfe coating was peeled bucked exposing the corewire. It is likely that the failure modes observed on the hydra jagwire were due to interaction with the hot axios since the device stripped the guidewire and there was difficulty removing the guidewire and the handle of the device broke or the handling/manipulation of the device when the guidewire was being removed from the axios device. Also, the amount of force applied during the removal of the guidewire or procedural factors involved could have induced to the failures observed. Therefore the most probable cause of this complaint is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to two of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2021-00093 for the hot axios stent and manufacturer report# 3005099803-2021-00622 for the hydra jagwire. It was reported to boston scientific corporation on december 21, 2020 that a hot axios stent and hydra jagwire was used during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the axios device stripped the guidewire and the first flange prematurely deployed. Reportedly, there was difficulty removing the guidewire from the axios and the handle of the device broke. The stent was removed from the patient partially deployed on the delivery system. It is unknown if the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the scope used was 1t 160 with 2.8 mm working channel. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the working channel of the scope should be 3.7mm or larger. The stent is not compatible with a 1t 160 scope. This event has been deemed a reportable event based on the investigation results: corewire was broken.